Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the piston in the reservoir compartment of the insulin pump was not moving. The customer's blood glucose was in the 400 mg/dl to 499 mg/dl range, which he treated with manual injection. The customer stated he had performed troubleshooting on his own by trying to rewind the insulin pump but it was not working. He was able to complete the rewind sequence and primed successfully. The customer's alarm history contained low reservoir and check settings notifications from when he received the insulin pump. Troubleshooting was performed for the high blood glucose. The drive support cap appeared normal. No air was found in the tubing. Settings were correct. A high pressure test was performed and passed. The insulin appeared fine and the infusion set cannula was not bent. It was stated the insulin pump continued to leak, due to the recall. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.